Event description:
It was reported that during the implant procedure, an electrical signal could not be made when the lead was hooked up to the analyzer. Multiple attempts still failed to produce a signal. The lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.